Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
It was reported through the stryker facebook page, "had robotic knee surgery by the best dr. (B)(6) hospital in (B)(6) 2yrs ago and I still have numbness in my knee."